Event description:
A journal article reported results of a study conducted at (B)(6). The purpose of this article was to evaluate the surgical outcome after intraocular lens (iol) exchange in pts implanted with a multifocal intraocular lens (miol) who presented with visual complaints. All pts included in this study had complaints of severely impaired vision after implantation with a miol during an otherwise uneventful cataract procedure in the period between (B)(6) 2005 and (B)(6) 2010. These complaints included diplopia, blurred vision, glare, halos (causes inability for night driving), loss of contrast sensitivity (expressed subjectively by the need of more light during reading and blurred far vision) and photophobia in such degree that iol exchange was deemed to be the only solution. Pre-and postoperative eval consisted of: determining pt's complaints, type of iol before and after iol exchange, degree of glare and aberrometry (mainly preoperative data), pre and postoperative distance corrected visual acuity and near corrected visual acuity. Preoperative examinations were repeated at six months and one year postoperatively depending on the persistence of pt's subjective complaints. Twenty five eyes of seventeen consecutive pts underwent iol exchange. Three pts presented with opthalmaologic comorbidities: retinal detachment and glaucoma in one pt, anterior ischemic neuropathy on one pt and one pt had a lasik in the past. General comorbidities were found in four pts, three of whom had a cardiovascular disease and one had epilepsy. The miols used for the primary implantation were of a diffractive type in 22 eyes and of a refractive type in three eyes. All miols were implanted in the capsular bag. Of this group of twenty five eyes reported in this study, eleven eyes had miols implanted from this MFR. All lenses from this MFR were diffractive miols. Three of the pts with this MFR's miols had a yag laser capsulotomy performed prior to the lens exchange. Of the eyes in the study with miols from this MFR, ten eyes had an iol that was replaced with a monofocal iol. In one eye, the iol was replaced with a sulcular add'l multifocal iol that was replaced in piggy-back with a monofocal iol. The iols exchange was performed after an average period of 31+ or - 53 months. The main preoperative compilation was vitrectomy prolapsed necessitating anterior vitrectomy in four eyes; three of which had preoperative nd: yag laser capsulotomy. In one eye a preoperative choroidal bleeding occurred. No other pre or postoperative complications were observed. One of the sulcular piggy back iols needed to be removed after six months because of unsatisfactory quality of vision. Following the iol exchange, corrected visual acuity improved significantly after miol exchange. Subjective complaint of blurred vision disappeared in all eyes after miol exchange, except in the eye with the sulcular piggy back lens that needed explantation later on. These results show that pts implanted with iol suffering from severe decrease in quality of vision due to blurred vision, glare, halos, photophobia and diplopia, can benefit considerably from an iol exchange. The main drawback for miol exchange to a monofocal iol is that the pt no longer has a built-in reading correction, necessitating the use of reading spectacle. For those pts whom spectacle independence was the initial motivation for having a multicocal iol implanted this outcome was perceived as very disappointing and were proposed to have a removable sulcus positioned add'l multifocal iol implanted in the same surgical time. One pt experienced no subjective improvement of the preoperative complaints after this combined procedure and requested removal of the add'l sulcular piggy back iol. This study found that miol exchange can be performed safely and with very good visual outcome in pts with severe postoperative visual complaints. Although, pt's postoperative quality of vision remained poor in seven eyes out of the 25 in this series. This article reported that corrective visual acuity improved following the iol exchange and subjective complaints disappeared, except in the eye with the sulcular piggy back lens. One pt from the group with this MFR's miol as the primary implant had this piggy back procedure performed. We are unable to determine if this pt was the one who ultimately had the sulcular piggy back lens explanted. Based on the report from this article, it can be concluded that the corrected visual acuity and decrease in subjective complaints occurred in the pts who had this MFR's lenses exchanged. Add'l info has been requested. There are eleven medical device reports associated with this event. This report is for the seventh pt, left eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined from the investigation. Additional info has been requested. (B)(4) because of severely impaired quality of vision. (B)(4). Opthalmol. 2012:319; (B)(4).